Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of vessel perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported failure to advance the sgc appears to be related to patient morphology/pathology, due to vessel tortuosity. The reported patient effect of perforation appears to be related to procedural conditions and a secondary effect of the advancement issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the perforation. It was reported that during insertion of the steerable guide catheter (sgc), resistance was felt due to vessel tortuosity, and the vein was perforated. The procedure was aborted and the patient was converted to surgery. After surgery, the patient was confirmed to be stable and hospitalized for observation. No additional information was provided.